Manufacturer narrative:
Customer service requested return of her original pump for testing/evaluation and proof of purchase for a replacement pump. As of the date of this report, the customer has not sent in her proof of purchase. The customer was contacted by a complaint handler on multiple occasions, including in writing and by phone, to get additional information and to offer a replacement pump, with no response as of the date of this report. This issue is currently under investigation by medela ag, the legal manufacturer in (B)(4).

Event description:
On 06/30/2020, the customer alleged to medela llc that the charging port on her freestyle flex breast pump had melted and the pump was no longer turning on.